Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 523 mg/dl. The customer reported no deliver in the alarm history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not report motor position encoder error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on the alarm history screen. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.